Event description:
The following literature article was reviewed: dueppers, p., reutersberg, b., rancic, z., messmer, f., menges, a.-l., meuli, l., rychla, m. And zimmermann, a. (2022). 'Long-term results of total endovascular repair of arch-involving aortic pathologies using parallel grafts for supra-aortic debranching', journal of vascular surgery, 75(3), pp. 813-823. Long-term morphology and clinical outcome after thoracic endovascular aortic repair combined with parallel grafts (pg-tevar) for arch-involving aortic pathologies was evaluated. A total of 33 patients was included in this single-center, retrospective cohort study from (B)(6) 2010 to (B)(6) 2018, receiving 47 gore® tag® thoracic endoprosthesis, 79 gore® viabahn® endoprosthesis, and 1 gore® excluder® iliac branch endoprosthesis. Intraoperative complications included pg dislocation for 2 patients, iliac artery rupture and infrarenal aortic dissection for 1 patient, disconnection of two aortic stent grafts with a type iii endoleak for 1 patient, and axillary or iliac artery bleeding for 1 patient. Reintenventions reported included type 1a endoleaks for 5 patients, type 1b gutter-related endoleaks for 2 patients, and graft occlusion for 2 patients needing additional stent grafts.

Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. The patient age reflects the median age of patients in the article. Patient gender: the majority of the subjects were male. No patient specific information regarding the reported events and interventions was provided in the article. Date of event: the exact date of event is unknown, therefore, the date of which the literature article was published online is used as date of event. Concomitant medical products: gore® viabahn® endoprosthesis; gore® excluder® iliac branch endoprosthesis. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature article was reviewed: dueppers, p., reutersberg, b., rancic, z., messmer, f., menges, a.-l., meuli, l., rychla, m. And zimmermann, a. (2022). 'Long-term results of total endovascular repair of arch-involving aortic pathologies using parallel grafts for supra-aortic debranching', journal of vascular surgery, 75(3), pp. 813-823. Long-term morphology and clinical outcome after thoracic endovascular aortic repair combined with parallel grafts (pg-tevar) for arch-involving aortic pathologies was evaluated. A total of 33 patients was included in this single-center, retrospective cohort study from (B)(6) 2010 to (B)(6)2018, receiving 47 gore® tag® thoracic endoprosthesis, 79 gore® viabahn® endoprosthesis with propaten bioactive surface, and one gore® excluder® iliac branch endoprosthesis (ibe). (B)(6): the article included the following related deaths potentially related to gore® tag® thoracic endoprosthesis and/or gore® viabahn® endoprosthesis with propaten bioactive surface: one patient died of recurrent aspiration pneumonia after severe intraoperative stroke, and one patient died after a pg-tevar-related reintervention (persistent hemorrhage due to a type ia endoleak in a ruptured aorta) 30 days after procedure. Three additional patients died during follow-up. These deaths were related to pg-tevar and included aortic rupture due to type ib endoleak, mesenteric ischemia after type 1b endoleak-related reintervention, and therapy limitation after stroke and aspiration pneumonia after a type ia endoleak-related reintervention. (B)(6): the article included the following related serious injuries potentially related to gore® tag® thoracic endoprosthesis and/or gore® viabahn® endoprosthesis with propaten bioactive surface: intraoperative complications included pg dislocation in two patients, iliac artery rupture and infrarenal aortic dissection in one patient, disconnection of two aortic stent grafts with a type iii endoleak in one patient, and axillary or iliac artery bleeding in one patient. The neurologic complications included perioperative stroke (vsx code 2203-a:-other: stroke) after total arch debranching, of which one was bilateral, and transient paraplegia with complete recovery. Reintenventions reported included type 1a endoleaks in five patients, type 1b gutter-related endoleaks in two patients, and graft occlusion in two patients needing additional stent grafts. (B)(6): upon further review of the reported article, it was determined that the previous reported patient death and serious injury information related to the use of the gore® excluder® iliac branch endoprosthesis there was no direct relationship or content within the article that would have reasonably suggested the ibe was linked to the reported outcomes since only one ibe out 127 was devices was used.

Manufacturer narrative:
Several attempts have been made to acquire additional information to classify a specific device problem, device identification, patient details, as well as product return. The author of the literature article did not provide any further details. Review of the manufacturing records could not be performed as a valid lot number was not provided. Engineering evaluation could not be performed as the device was not returned. With the information reported to gore this investigation is considered complete, the cause of the complaint was unable to be determined. It remains unknown to which type of gore device which complication is to be assigned. Per the gore® tag® conformable thoracic stent instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: cerebrovascular accident, aortic rupture, bleeding, endoleak, reoperation, etc.